Manufacturer narrative:
Findings: unit had no button response due to flattened dome switches on all buttons. Unable to perform the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to no button response. Unit had minor scratched display window and cracked case at display window corner. (B)(4).

Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was over 600 mg/dl at the time of the call. The customer was hospitalized for diabetic ketoacidosis on (B)(6) 2015 at 10:30 am. The customer felt symptoms of vomiting and ketones. The customer stated that their insulin pump was not delivering insulin. The customer stated that the buttons do not respond. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.